Event description:
¿Consumer states that he was having an issue with the insulin pump. He stated that the product did not give its usual warning before it shut down. The consumer was alerted that the pump was at 1 percent then shutdown. Consumer noted that he had to rush home when this occurred because insulin stop dispensing. Consumer noted that once the pump is shut down there are two safety protocol that activates. The first protocol is that pushes 10.2 units through the tubing and the second protocol if there is less than 50 units then it will not start redosing and in his case this occurred, and the consumer had to replace the cartridge. Consumer stated that he was throwing away 40 mg of insulin because of its abrupt shutdown with no warning. Consumer reached out to tandem and was told to plug it in at least once a day to mitigate that issue¿.